Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for the case, when removing neuron max from the pouch, the tip was noted to be stuck. Upon removal the tip was noticed to be deformed and the plastic part was out of shape.